Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on approximately (B)(6) 2018, a loss of connection between occurred. No additional patient or event information is available. Data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. In addition, the patient was using an off-label os on their smart device. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with (B)(4) bluetooth device was performed and failed. Unable to perform transmitter functional testing. A review of the share data log did not confirm the reported event of loss of connection as the reported allegation was not found. The complaint was confirmed because the transmitter failed testing. The probable cause is a defective transmitter. No additional event or patient information is available.